Event description:
This case was reported by a pharmacist via another country's regulatory authority and described the occurrence of inflammation of lip in a male patient who received corega fresh cleanse denture cleanser (liquafoam) for dental prosthesis. On an unknown date, the patient started corega fresh cleanse denture cleanser (dental). Approximately 15 days later, in 2008, the patient experienced inflammation of the lip. The patient was medically reviewed, after which other causes were ruled out and the event was considered to be related to a buccal allergic reaction. There was no bite or other possible trigger. It was noted that the patient had used corega fresh cleanse denture cleanser in the more "affected zone". The patient was hospitalized and treated with prednisone (dacortin) and hydroxyzine hydrochloride (atarax). Approximately two days later, the event had resolved. The regulatory authority considered the events were possibly related to treatment with corega fresh cleanse denture cleanser. This case relates to a product complaint. The manufacturer's report number for this case is 2518467-2008-00001. Corega fresh cleanse denture cleaner is manufactured in the us. The lot number for this product was 7g25ac1, and the product was not available for testing.